Event description:
A patient reported she noticed her urine was starting to smell and so she figured her batteries needed to be changed. The patient put new batteries in her patient programmer (pp) and tried to turn on her device but saw a power on reset (por) message. There was no falls or trauma related to the issue. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.